Event description:
Acute onset of peritonitis in patient on peritoneal dialysis after use of baxter "minicap" catheter, resulting in hospitalization for six days. Date of admission (desert regional medical center - palm springs, ca) (B)(6) 2013, and discharge was (B)(6) 2013. Patient received notice from baxter (baxter healthcare corporation, (B)(4) of "urgent product recall" of minicap, disconnect cap with povidone-iodine solution, product code: 5c4466p, lot number gd893891. Patient is (B)(6) d/b 1975.